Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a medwatch report that a (B)(6) patient underwent glioma surgery. Subsequently, the csf that was drawn from the patient was left out on the counter for an extended period of time in the patient's room. When cultured, the csf tested positive for bipolaris.